Event description:
Two months after the gamma3 surgery, penetration of the lag screw was confirmed. The lag screw had reached up to the abdominal cavity. Extraction was performed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Two months after the gamma3 surgery, penetration of the lag screw was confirmed. The lag screw had reached up to the abdominal cavity. Extraction was performed.

Manufacturer narrative:
Evaluation summary: the returned device matched the report and the reported event was not confirmed, as neither x-rays nor op-reports / medical records were provided. Failures in material or manufacturing of the affected item returned were not found. Technical aspects: dimensional examination revealed no deviations in the relevant undamaged areas of the device returned. The item reported was documented as having met specifications prior to distribution. The failed attempt to completely insert the (damaged) set screw into the corresponding nail thread during functional inspection reveals that the tip could not reach the ground of one of the 4 grooves of the lag screw (and could not even reach the lateral / convex surface of the lag screw). All function tests performed revealed the nail being fully functional. Evaluation revealed that the root cause of the reported event is not linked to a deficiency of the device, but is rather related to an insufficient insertion of the set screw. No non-conformity was identified.